Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator was noted to be in backup after an unrelated procedure due to MRI. The therapies were turned off and the patient was pacing ventricularly for a week unnecessarily. The device was later restored to its normal settings. The patient was stable.